Event description:
It was reported that the user contacted support because they were unsure whether they announced breakfast, and after data synchronization no breakfast announcement was found while the system indicated a glucose of 150 mg/dl; no device alerts or alarms were reported and the controller functioned as designed. No symptoms reported. Outcomes included no change in clinical status and no need for medical intervention. Investigation included a review of uploaded device data and technical support troubleshooting and education. Investigation of this case revealed a missed meal announcement with device performance consistent with specifications. It was concluded that the event resulted from user operation and that the device did not malfunction.